Manufacturer narrative:
Follow up received on 18-apr-2016: quality-safety evaluation of ptc. This adverse event report is related to a product technical complaint (ptc) ptc global number is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Follow up 06-may-2016: the number of follow up attempts have been completed, without response to date. No new information was provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had excess bleeding while on her period after essure insertion. She became anemic with low iron levels (3 months post device placement) and was treated with iron transfusions and iron pills. Additionally, she had a mirena (almost 4 years prior to essure insertion) and reported non-serious events with this iud. The reported bleeding is listed in essure's and mirena's reference safety information, while anemia is unlisted. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer reported excess bleeding during her periods starting in close association with essure insertion. Additionally, she developed iron deficiency anemia. Considering iron deficiency anemia may occur as a complication of heavy menstrual periods and given the positive temporal relationship between the reported events and essure insertion; a causal relationship with the suspect insert cannot be excluded. Given the negative temporal relation between mirena and the events causality is excluded. This case was considered an incident since medical intervention was required as events treatment (consumer received iron transfusion and was being treated with iron pills). Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further information could be obtained.

Event description:
This is a spontaneous case report received from a (B)(6) female consumer in united states on 21-mar-2016. It refers to herself, who had mirena (levonorgestrel) inserted in 2009 and essure (fallopian tube occlusion insert) inserted in 2013. No information given on consumer's history, past drugs and concurrent conditions. In 2009 the consumer had mirena (levonorgestrel) at 20 mcg/24hr, cont intra-uterine inserted for contraception. It was not reported whether mirena was used previously. As soon as she got the mirena, her period stopped. She does not recall having a period while using the mirena. She complained of sharp pelvic pain. Her body felt like she was pregnant, she had a pregnant belly. She would eat a lot and she experience pregnancy symptoms. Her symptoms went away when mirena was removed. She had a daughter after mirena and lost the weight. In (B)(6) 2013 the consumer had essure (fallopian tube occlusion insert) inserted for permanent contraception. She stated essure had caused worse symptoms than mirena. She was healthy prior to essure. With essure she experienced a lot of symptoms, some were not that major and some were major (she complained she has had 38 symptoms since she got it). She experienced excess bleeding while on her period. She became anemic 3 months post essure insertion ((B)(6) 2013), and was having low iron levels. She had received iron transfusions and her iron level was still very low. She was also taking iron pills every day. Her hair fell off, she was wearing a wig, her brain function had diminished, she was suffering from depression, uses a handicap sticker because she can't walk far. She was having really bad discharge with an odor, loss of libido, painful periods, migraines, dizziness, numbness in her hands that wakes her up in the middle of the night. She also had nerve pain in her leg, pain in neck, back and hip, insomnia, weight gain, vision problems, pale skin and dry skin with patches on it, severe bloating (looking like 7 months pregnant). She was working out with a personal trainer and her belly was hard and bloated. She wants essure taken out. She wants to find a doctor to remove essure. The essure was not removed at time of her report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had excess bleeding while on her period after essure insertion. She became anemic with low iron levels (3 months post device placement) and was treated with iron transfusions and iron pills. Additionally, she had a mirena (almost 4 years prior to essure insertion) and reported non-serious events with this iud. The reported bleeding is listed in essure's and mirena's reference safety information, while anemia is unlisted. After essure insertion, abnormal genital bleeding and menses pattern changes may occur. In this case, consumer reported excess bleeding during her periods starting in close association with essure insertion. Additionally, she developed iron deficiency anemia. Considering iron deficiency anemia may occur as a complication of heavy menstrual periods and given the positive temporal relationship between the reported events and essure insertion; a causal relationship with the suspect insert cannot be excluded. Given the negative temporal relation between mirena and the events causality is excluded. This case was considered an incident; since medical intervention was required as events treatment (consumer received iron transfusion and was being treated with iron pills). A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.